Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 222 mg/dl and 54 mg/dl. Customer was feeling shaky at the time of the readings. He was able to retrieve and consume 50% orange juice and 5 saltine crackers. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.